Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported 3 weeks post implant procedure that a lead had phrenic nerve stimulation. The complainant was able to program around it, but the threshold is up to 5v/1ms. Device remains implanted. No further patient complications have been reported as a result of this event.